Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated electrode have been explanted due to a pocket infection. Reportedly, a long implant time has been sourced as a contributing factor. The patient received antibiotic therapy and will receive another system at a later date. No other resulting adverse patient effects were reported.